Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the distal end.

Manufacturer narrative:
Long bipolar grasper has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure the long bipolar grasper instrument had a broken cable. It was reported a fragment fell into the patient and was retrieved during the same procedure.